Event description:
It was reported that the keypad on a pump was "stuck", the keypad was outputting double entries. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device returned and evaluated by baxter. The device eval confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. When the #1 key is pressed "18" will be displayed. When in alphabetic mode and the abc key is selected, "av" will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to investigate the reported event.